Manufacturer narrative:
Unit in question has not yet been returned for testing and evaluation. Device in question has not been received.

Event description:
Per the customer....claims use of product has caused an abcess in her gum. Claims inadequate drainage of the water pathway allowed bacteria to develop in the unit and alleges this bacteria was forced into her gums. She describes a visible buildup as occurring in the handle assembly. She says a typical use cycle consists of using the classic jet tip at pressure settings varying from 3-5.